Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6 (patient codes): imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct to during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and electrohydraulic lithotripsy (ehl) procedures performed on (B)(6) 2025. During the procedure, the physician was experiencing difficulty advancing the autolith probe through the spyscope ds ii. Troubleshooting support was provided via facetime by the bsc representative, which facilitated the successful advancement of the probe. The physician was asked to reposition the scope and then remove it to assess whether the ehl probe could be advanced through it. Once confirmed, the probe was successfully reintroduced via the duodenoscope, allowing access to be gained through this approach. A non-bsc basket device was used to retrieve the remaining stone fragments after fragmenting them with the autolith probe. The physician observed a perforation in the bile duct. The physician indicated that the wallflex biliary stent was placed as a treatment for the perforation, and the procedure was completed using the original spyscope ds ii. In the physician's assessment, the bsc devices did not cause or contribute to the perforation. The physician stated he did not blame the bsc devices. At this time there is no allegation that the bsc devices contributed to the patient's harm. The patient's condition was reported as stable.